Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male patient had impella 2.5 pump inserted in the left femoral for cardiomyopathy. The patient endured pseudoaneurysm at the impella removal site and disseminated intravascular coagulation (dic) during pump support. The patient received non cardiac surgery, 34 units of fresh frozen plasma, 42 units of irradiated red blood cell, and 40 units of irradiated concentrated platelets.